Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that in the last couple days, at least 3 days, they have noticed a change with their stimulation. Patient said they had been on group D at 1.4 for a while and they can feel the vibration going through their body as normal, but for some reason now, 1.4 intensity felt like 1.5 intensity. Patient clarified they'd normally change to 1.5 if they needed more relief, but now 1.4 stimulation was a higher intensity feeling going through the body. Patient said they decreased to 1.3 but the stimulation was still there and it seemed like it was getting worse so they decided to go to group C for a couple hours and then change back to D. Patient mentioned then that they had to go to 1.2 intensity since 1.3 and 1.4 was still higher stimulation feeling than normal. Patient mentioned the numbness, tingling, and the vibration was more in their legs and it just hurt. Patient also mentioned that when they walk, it hurts more or when they s tand up. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they left a message for the doctor's office yesterday but would try to call them again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.